Manufacturer narrative:
Investigation results: the femoral stem subsided and was loose resulting in thigh pain after being implanted for 3 months. This is most likely due to an undersize stem implanted during the initial surgery. A revision surgery was performed to implant a larger sized stem. This MDR is resubmitted because initial MDR had failed processing. It was not realized until the acknowledged forms were reviewed during the FDA audit. It was found out that mfg report number was repeated. Acknowledgement message did not say fail in the message body so it was not detected.

Event description:
Patient presented with thigh pain 3 months post-op. Patient was examined by x-ray and found femoral stem had loosened. Revision surgery was performed replacing the stem and head components only.